Manufacturer narrative:
D9: date returned to mfg 3/21/2024. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, worn battery door, scratched lcd lens and sticky latch lock. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be under-delivering. The root cause was determined to be the expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was under-infusing. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.